Event description:
Related manufacturer reference number: 2017865-2023-51385. It was reported that a patient presented in-clinic with over-sensing of noise noted on both the right atrial and right ventricular leads resulting in pacing inhibition. The leads were explanted and replaced on (B)(6) 2023. The patient was stable throughout.